Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement cable and wall adapter. If the pump battery fully depletes before the arrival of these supplies, the customer will use manual injections.